Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, rewind, basic occlusion, no delivery and motor tests. There was no motor error alarm or loud motor noise during rewind. They were unable to prime at 2.5 pounds during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump had scratched lcd window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 284 mg/dl. The customer stated that the pump was not showing any motor error alarms but the motor was making a loud shrieking noise when rewinding or delivering bolus. The pump still operates but the motor makes grinding noises. The customer was assisted with clearing the battery out limit alarm. The pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. Troubleshooting was not able to resolve the issue. The device was returned for analysis.